Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dirt on the objective lens. Based on the results of the investigation, a probable root cause of the customer's allegation could not be identified. Regarding the dirt on the objective lens, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no displayed image. The issue occurred during inspection for use. There were no reports of patient involvement.